Event description:
A customer reported encountering a cgm error 42 while using their device. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller through the reset process, resulting in the successful start of their sensor session with no recurrence of the error.